Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo shows 2 tubes with a specimen in both being held upright in the hand, the hemogard closures are still on the tubes and, it cannot be seen if the caps are loose on the tubes so the customer's indicated failure mode of stopper issue was not observed. Therefore, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Additionally, 10 of the 100 retention samples were draw tested with all weights being within specification limits and, no issues were observed with the hemogard closure assembly being loose or separating during or after the testing was completed. Bd was unable to confirm the customer¿s indicated failure mode no samples were returned, and the failure mode could not be seen in the photo or duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube the stopper pops out of the tube. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the collection tube pops up before it draws enough blood and it can't be pressed hard."